Manufacturer narrative:
Customer stated rotor will not be returned for investigation because it broke into many small pieces and discarded. Customer technical support "cts" provided customer with a replacement rt12 rotor. Beckman coulter internal identifier is (B)(6).

Event description:
A customer in the united states, reports rt12 rotor broke during use of statspin ssvt-1 centrifuge. Customer reports no parts exited the centrifuge. No reports of injury, no exposure, and no medical attention needed due to this failure. Customer confirms shield was not in place and lid was locked at the time of incident. Customer noted not knowing the age of the rt12 rotor and was not aware the rotor is to be replaced every 18 months.